Event description:
Medtronic instinct sensor by abbot displayed wildly inaccurate blood glucose readings. Indicating I was in perfect range at about 100 when in reality I was over 200. Eventually, the system told me to change the sensor, three days into its life of 15 days. I then attempted to get a replacement sensor from medtronic through their online site, but was instructed I had to call in. I then called and requested a call back which they called back 2 1/2 hours later and then transferred me back into the standard queue and did not pick up for five hours and five minutes. Over 7 1/2 hours is far too unreasonable to get a hold of medtronic for technical support on a life-saving medical device.